Manufacturer narrative:
Additional suspect medical device components involved in the event: model/catalog description: dbs directional lead sterile kit 45cm. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapeutic benefit and a recurrence of parkinsons-related rigidity. In the physicians opinion the leads were not optimally placed during the initial implant procedure. The patient subsequently underwent a procedure to remove existing leads and correctly reposition the new leads in the appropriate brain target. It was noted that electrocautery was used during the procedure. Following lead replacement and reactivation of therapy, the patient did well postoperatively.